Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy, the fenestrated bipolar forceps instrument had the transmission cable exposed. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the instrument was inspected before the procedure. The surgeon was dividing the inferior pulmonary ligament when the issue occurred. The cable was frayed (cable intact but wire exposed). There was no loss of cautery or thermal damage noticed.

Manufacturer narrative:
Based on the claim against the product by the customer noting transmission cable was exposed, an investigation is in progress. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is being reported based on the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have damage to the conductor wire insulation. There was material missing. Size of missing insulation piece measures approximately 0.034" x 0.017". As a result, the conductor wires were exposed. The instrument passed an electrical continuity test.

Event description:
Refer to h10/h11 for follow-up information.